Manufacturer narrative:
Manufacturer's report date 9/25/1998. The pump was received and evaluated and the reported issue was confirmed. The MFR has determined the root cause for this failure was due to fluid ingress through the rs 232 connector and into the inlet holes in the top of the ac power receptacle. The MFR issued a recall on 7/24/1998 that will implement the following: 1) securing the rs 232 connector vover with retaining screws. 2) applying a warning label to the pump that advises the user to keep the rs 232 connector cover secured when not in use. 3) improved cleaning instructions to reduce the possibility of fluid ingress during cleaning, and 4) installation of a sealed ac receptacle. This report was filled out by the MFR.